Event description:
It was reported that this patient was at the emergency room due to fainting twice. Ts reviewed the report and it was determined that there were no recorded episodes or out of range lead measurements, and the presenting egm shows the device operating as programmed. A review of the patient's histograms showed the possibility of her having an episode below the 160 bpm trigger rate. The patient was 99% ventricular paced, so additional information was sent to confirm thresholds or cause. The device remains in-service. No additional adverse patient effects were reported.